Manufacturer narrative:
Additional information: d9, h3. H4, h6, h11 h4: the device was manufactured between 09nov2023 and 13nov2023. H11: the actual device was received for evaluation with 77ml of fluid in the bladder. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Removal of luer cap showed evidence of continuous flow of fluid out of the distal luer. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 9, 2023 - november 13, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which showed the bottom of the device lot information. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor pump had no flow. This issue occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.